Event description:
Ten days after podiatry surgery, the pt developed a reaction in a small area. The surgeon removed the sutures and applied betadine to the incision and closed it with steri-strips. No edema, no erythema, and no purulent drainage was observed. There were no further adverse consequences to the pt.